Manufacturer narrative:
Based on the supplier¿s results of investigation the device history record review for the reported lot number did not indicate any exception that could lead to the reported incident. The knee scooter was not available for investigation. After reviewing a photo of the knee scooter, it was noted that the front tube was damaged and the hole was deformed. From the complaint description, the supplier was not able to assess if the connection between the seat and base had broken prior to use or as a result of the fall. Based on analysis of the photo, external impact resulted in damage to the knee scooter, resulting in the failure of the locking mechanism holding the front and back frame. This would lead to the structure collapse and as a result the user could fall. The instructions for use advise not to use the product if the lock cannot be securely put in place. Without the sample, the cause of the tubing damage or deformity could not be further analyzed. From the investigation and based on the current available information the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no additional action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
End user patient reported that the piece that connects the seat to the base of the knee walker broke and that the handle bars and seat fell forward and the seat fell off as the patient was trying to go to the bathroom causing patient to fall and landed on injured ankle (right ankle), patient is not sure if she re-injured her right ankle, but there is more pain now.